Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. The investigation determined that the difficulty crossing with the 8.0 x 29 mm omnilink stent was due to interaction with the 8.0 x 59 omnilink elite stent. Although the definitive cause for the reported dissection was unable to be determined, it may be possible that the 8.0 x 59 omnilink elite stent was over expanded using the 9.0 x 40 armada balloon for post-dilatation; however, this could not be confirmed. Dissection is listed in the omnilink elite instructions for use as a possible complication associated with the use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: dil cath: 9 x 40 mm armada , stent: 8.0 x 59 omnilink elite. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional 8.0 x59 mm and 8.0 x 29 mm omnilink elite devices are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the left iliac ostium with heavy calcification. Pedal access was gained and a 6f sheath was placed. Following pre-dilatation, an 8.0 x 59 mm omnilink elite stent delivery system (sds) was advanced to the lesion against resistance with the sheath. The balloon of the sds was inflated without visualization to deploy the stent and the sds was removed without resistance. An attempt was made to advance an absolute pro vascular self- expanding stent system (sess) distal to the previously treated lesion; however, the sess met resistance in the anterior tibial artery. Imaging revealed that the cause of the resistance was the 8.0 x 59 mm omnilink stent which had dislodged in the anterior tibial artery. The sheath was replaced with a 7f sheath and unsuccessful attempts to retrieve the dislodged stent with balloon trapping and a snare were made. The stent was ultimately deployed in the anterior tibial artery using a 4.0 mm balloon. Elongation of the stent was noted. The procedure was continued by gaining contralateral lesion access via the right common femoral artery. An 8.0 x 59 mm omnilink stent was advanced and successfully deployed at the ostium of the iliac artery. After successful post-dilatation of the stent was performed with a 9.0 x 40 armada balloon, a distal dissection was noted. An additional 8.0 x 29 mm omnilink sds was advanced to treat the dissection, however; resistance with the previously deployed stent was met and the 8.0 x 29 mm omnilink stent dislodged. The dislodged stent was successfully retrieved with a snare device. The procedure was ultimately completed with the deployment of a non-abbott stent. There was no clinically significant delay in the procedure and the patient was reported to be doing well.